Event description:
My medtronic 780 pump and sensor failed to recognize my blood glucose level. I went into convulsions and was transported to the hospital. Where I have remained. If I had known I was dropping I may have been able to take action, instead the pump did not suspend on low causing me to be at 32 when admitted. This also affected my heart causing afib(atrial fibrillation). I feel that this was life threatening and uncalled for. I currently have a (B)(4) failure rate for their sensors. Often exceeding their replacement allowances.